Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer did not recall the details of the event or if blood glucose was impacted. As the event occurred in the past, tandem technical support could not determine a cause of the occlusion.